Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient needing an impella 5.0 device for mechanical circulatory support due to cardiomyopathy. While on support it was noted that purge flow was down, and urinary output was pink/red. The patient remained on impella support, was successfully weaned and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.